Event description:
Event description cpi received information that this bipolar endocardial lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the segment of this lead in the abdominal pocket was repaired using anchoring sleeves, medical adhesive and silk ties. Implanted-02/17/93. Remains implanted.